Event description:
This is a report of a patient who experienced an increased intra-peritoneal volume (iipv) event while on the homechoice (hc) during drain. The patient ended therapy and a high drain alarm sounded. The high drain alarm is indicative that the patient drained greater than 200% of their maximum prescribed cycle fill volume. The patient would finish therapy using manual exchanges. Per request of the nurse, a swap of the device was not initiated. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An increased intra-peritoneal volume (iipv) event was reported. As the device was not returned, a complete device analysis cannot be completed. A device history record review was conducted and no issues were found related to the iipv. The service history review indicated no previous service history for this device. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.